Manufacturer narrative:
The company service representative examined the system and replicated the radio frequency identification (rfid) issue however did not indicate replicating the surgical parameters issue. The non-conforming pneumatic rfid printed circuit board (pcb) was replaced to resolve the rfid issue. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The vitrectomy probe was returned for evaluation. The returned vitrectomy probe was visually inspected and no obvious defects were found. No occlusion was observed in the tubing insertion to the probe engine. A calibrated console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The correct cut rate displayed on the console screen. The probe rfid connectors functioned per specifications. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause of the reported event of ¿rfid issue¿ can be attributed to the non-conforming pneumatic rfid printed circuit board (pcb); the root cause of the reported event of ¿surgical parameters issue¿ could not be determined as the system was found to have no problem. The root cause could not be determined as the returned vitrectomy probe functioned per specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter primed successfully, the settings were verified at the beginning of a vitrectomy procedure. During the procedure, when the surgeon went into stand by or paused, the cutter and vacuum defaults to the standard setting. The settings were manually changed and the procedure was completed. There was no harm to the patient.